Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed an error code 45639 when power on. There was no reported patient involvement. This high-priority alarm occurred upon power on. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact the patient.